Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had difficulty turning the connector onto the pump and had trouble with the infusion set clip. The user and her husband both have dexterity issues. The user reported redness around the needle section of the infusion set with some discomfort. It was not itchy and did not feel like an allergic reaction. The anchor section came off fine and left no redness. The user was educated on the device's return process. Blood glucose was not affected in this case.